Manufacturer narrative:
The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Event description:
The user facility in singapore reported that the surgeon was doing a cataract debulking procedure before starting in-situ chop, when one metallic piece of foreign body flew out from the phaco handpiece into patient¿s eye. The surgeon retrieved the particulate and there was no particulate left behind in the eye at the end of procedure. The nurse flushed the handpiece in a gallipot and saw more metal pieces in it. The surgeon changed handpieces, with no impact or injury to the patient.

Manufacturer narrative:
Although the handpiece was not received for evaluation, a review of the device history record was performed. This handpiece is approximately 5 years old and far exceeds the warrantee. The number of uses, the number of cleaning cycles, the cleaning methods used, and the storage and handling conditions for this handpiece are unknown. The product was not received for evaluation and therefore, no product evaluation was performed. The condition of the handpiece is unknown. A review of the certificate of compliance and the final test traveler for bl3170, serial number (B)(6) found that it met all physical and functional requirements at the time of manufacture. Two plastic vials containing particles, a needle wrench, a greenish colored irrigation sleeve and one teal colored needle tip were returned in a plastic biohazard bag. The original packaging was not received. "Dp8730s" is handwritten on the small zip-lock bag that the needle, wrench, and irrigation sleeve are in. However, the irrigation sleeve is not a component of the dp8730s assembly. The part number and lot number for the irrigation sleeve cannot be determined. A microscopic inspection of the returned components was performed. The needle wrench is not damaged, the irrigation sleeve, though dirty, is not damaged. The teal-colored needle was found to be physically damaged and has dried solutions all over the shaft. The hub flats are marred, scratched, gouged, and dinged with material missing. Inspection of the vials found dark colored particles taped to the inside walls of the vials. The vials contain small amounts of unknown fluid. Using filtered water, the vials were rinsed and then poured onto a 0.45-micron filter. The fluid was vacuumed off through the filter, in an attempt to trap any possible particles. Microscopic examination of the filter was performed and found multiple fiber-like particles. The tape was then removed from the inside of the vials and placed sticky side down to the bottom of a petri-dish. Microscopic examination found the three particles have a metallic appearance. One particle is approximately 57x69 microns, the second particle is approximately 380x478 microns, and the third particle is approximately 615x251 microns in size. It should be noted that a damaged needle tip could contribute to particulate generation. However, due to the evidence of use the cause of the damaged needle cannot be determined. This investigation is ongoing.